Manufacturer narrative:
(B)(4).device evaluated by MFR: device was returned for analysis. There was blood and contrast found inside and outside of the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar, collar damage, numerous kinks in the hypotube, numerous kinks in the distal shaft, and damage (flattened) to the tip (continuing into the shaft) for 9mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.(B)(4).

Event description:
Reportable based on device analysis completed on 10-jan-2018. It was reported that the guidezilla failed to cross the lesion. The target lesion was located in the left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that a partial separation at the collar.